Event description:
Event: the iab was inserted into the pt on 6/13/1997. After iabp for twelve hours, there was a change in the waveform and blood was observed in the tubing. The iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 8/22/1997. [Pt's current status]: discharged-rpt'd 8/22/1997.